Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that nozzle was clogged with foreign material and the subject device had foreign material at plastic distal end cover, objective lens glue, light guide lens glue, and bending section cover glue occurred due to the subject device was not reprocessed properly due to leak at the biopsy channel. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope air/water nozzle was blocked with foreign debris; the plastic distal end cover, adhesive around objective lens, adhesive around the light guide lens, and bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.